Manufacturer narrative:
This report is filed on february 09, 2018.

Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2017 the surgeon attempted initial insertion of the electrode array; however, the insertion was unsuccessful. Subsequently, the surgeon attempted to reload the electrode using the sheath; however in doing so, the sheath was damaged. The implant was discarded as a result, and the surgeon used the backup cochlear device. The surgery proceeded and the patient was successfully implanted. There is no reports of patient injury associated with this event.